Event description:
It was reported via clinic notes dated (B)(4) 2009 that the pt "...continues to have multiple daily seizures. His mother describes at least one generalized tonic-clonic seizure per day, sometimes up to three per day. These typically last 30-60 seconds. The intensity seems somewhat increased over the last year. The pt has multiple complex partial seizures. His mother stated they are too numerous to count...he has a vns placed years ago. His mother believes this made a significant difference in his seizure frequency and improved the rapidity with which he recovered from a seizure." Attempts for further info have been unsuccessful to date.

Event description:
It was reported that the patient underwent generator repalcement surgery on (B)(6) 2011. Attemtps for product return have been unsuccessful to date.